Event description:
Patient called in to report "connect your plug to the monitor" alert despite rebooting and the plug being inserted. The " connect the plug to your monitor" alert indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.